Manufacturer narrative:
Investigation summary: DHR review was performed on lot number 9025657; the lot number was built / packaged on nfa line 1 from (B)(6) 2019 for a quantity of 73,930 units. Review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed one non-related qn was initiated on the build of this lot that would not impact the outcome of the quality of the product relevant to the defect stated in the pir. Received four unused nexiva 20ga units from catalog number 383518, lot number 9025657. Three of the packages were sealed and one package was opened. Visual/microscopic evaluation: three of the returned packages; the vent plugs were loose inside of the sealed packages. There was no physical/mechanical damage to the primary septa or the secondary septa and they were observed to be properly installed. Performed a water/air leak test: no leakage was observed in any area of the septs. Leakage was observed coming from the straight adapter; no vent plugs were attached. Conclusion: indeterminate ¿ the defect septum damage/defected was not identified or confirmed with the returned units. Design ¿ the defect leakage was identified, replicated and confirmed. The leakage was from the end of the straight adapter where the vent plug in attached. Vent plugs that are loose in the package are a known issue. The vent plug is inserted into the luer adapter at a specified force in manufacturing. This is a design issue; after the nexiva product goes through sterilization the fit between the vent plug and luer adapter becomes loose due to material relaxation.

Event description:
It was reported that there were 2 occurrences of clear cap not connected to bd nexiva¿ 20 ga x 1-3/4 in single port causing blood leakage. Per customer email: reported the following complaint to us: ¿we appear to have a stock of the 20g 1.75 nexiva catheters (lot # 9025657) where the clear cap at the end is not connected to the catheter. So if you do not notice this prior to insertion, when you pull back the needle, blood will leak out of the catheter. We have had 2 instances where this has happened.¿

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there were 2 occurrences of clear cap not connected to bd nexiva¿ 20 ga x 1-3/4 in single port causing blood leakage. Per customer email: ohio state university mc reported the following complaint to us: ¿we appear to have a stock of the 20g 1.75 nexiva catheters (lot # 9025657) where the clear cap at the end is not connected to the catheter. So if you do not notice this prior to insertion, when you pull back the needle, blood will leak out of the catheter. We have had 2 instances where this has happened¿